Event description:
It was reported that this lead exhibited high capture thresholds and loss of capture (loc). A computerized tomography (CT) scan showed lead perforation. The lead was explanted and replaced. No additional adverse patient effects were reported.